Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received a continuous glucose monitor (cgm) error 42. Pump was reset to resolve the issue. Additionally, it was reported that the pump intermittently shut off unexpectedly. Customer's blood glucose level was 111 mg/dl. Reportedly the customer continued to use the pump for insulin therapy.